Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. The following physical damage was noted: cracked casing at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The patient's mother reported via phone call that her daughter's blood glucose as 406 mg/dl. The patient was treated with the insulin pump. Troubleshooting was declined; the mother stated that something was wrong with the insulin pump. The insulin pump was returned for analysis.